Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tubing sets for infiltration pump. The customer states the tubing broke in the rotor part and the tumescent just drips and does not flow smoothly. As a result, the procedure time was extended. There was no impact to the patient.

Manufacturer narrative:
Submit date: 05/22/2013. An investigation is currently underway. Upon completion, the results will be forwarded.